Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient hit her ins on a dishwasher and since then she had not been able to charge up. It was noted that the patient was unable to communicate with her ins recharger (insr) and the last time she felt stimulation was a couple weeks ago. The patient also reported that her last successful charging session was early (B)(6) 2016. The patient was redirected to follow-up with her healthcare professional to possibly perform a physician recharge mode to resolve a possible over discharge. No further complications were reported. Follow-up was conducted.

Event description:
Information was received from a manufacturing representative regarding the patient. It was reported that the patient ran into a counter top, which dislodged the implantable neurostimulator (ins). The patient was then unable to charge because they could not achieve good coupling. It was stated that the patient¿s physician was going to do a pocket revision. No further complications were reported.